Manufacturer narrative:
(B)(4). Device manufacture date: january 20, 2016 ¿ january 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor burst leaking solution into the housing of the device. Flucloxacillin was used in conjunction with the device. There was no patient injury or medical intervention associated with this event. No additional information is available.